Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of three episodes hyphema, uncontrolled iop, and reflux through hydrus as source of hyphema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an microstent implant procedure, the patient was experienced with 3 episodes of spontaneous hyphema and iop (intraocular pressure) to mid-20s in the last 6 months. The reporter also stated that, there was no uncontrolled blood pressure. At last visit, confirmed reflux through microstent as source of hyphema. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).